Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility reported that a 2008t hemodialysis (hd) machine had a burnt cable that was discovered during preventative maintenance (pm). No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. No flames or sparks were observed, and no smoke was visible. The only evidence of heat damage was the burnt cable. The biomedical technician stated the machine passed the electrical leakage test. Additionally, the cable was replaced as a preventative measure. Following the parts replacement, the system was restored to full functionality. Functional testing performed by the biomedical technician confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. Parts were available and have been returned to the manufacturer for evaluation.

Manufacturer narrative:
The biomedical engineer indicated that the unit was pulled from service for evaluation following the event. The biomedical technician replaced the power supply cable to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. The power supply cable was received by the manufacturer for analysis. A visual examination found that the power supply was received with burn damage to the power plug. The plastic was melted around the terminal for the plug¿s black wire. The terminal for the black wire also had pitting as well. The pitting on the power plug terminal indicates arcing within the outlet. Hospital grade outlets are required with the use of the t machine. Functional testing was performed by installing the received component into a working unit. The machine powered on and operated in dialysis mode without issue. Additionally, the unit passed self-test and a heat disinfect program. No further damage occurred to the plug during testing. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the power cord revealed the presence of burn damage to the plug. Therefore, the complaint has been deemed confirmed.